Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the user had placed the drain and it began to leak at the hub. The user removed the device and placed a new drain successfully.

Manufacturer narrative:
Investigation/evaluation: a review of the dimensional verification, functional test, documentation, and visual inspection of the returned device was conducted during the investigation. The device was returned and leakage testing was unable to recreate the failure. Additionally, a tug test determined the cap and catheter to be secured properly to the mac-loc hub. The cap was removed and visual inspection identified the suture string to be wrapped in the threads. We cannot confirm this to be a non-conformance, however, it is possible for the wrapped suture to contribute to the leakage failure. Once the cap was removed, the flare was identified to be damaged and therefore a proper measurement could not be determined. All other measurements were found to be within specifications. Document review was conducted and has established that the proper procedures are in place to identify/prevent this failure mode prior to distribution. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Monitoring will continue to be performed for similar complaints.

Event description:
No new event description information to report at this time.